Event description:
It was reported that inappropriate mode switch episodes due to oversensing of noise was observed. It was also noted that the patient received a patient notifier for a low, out of range, pacing lead impedance measurement. The patient was reported to be asymptomatic and monitoring will continue.

Event description:
New information received states that the patient presented for a generator change out procedure due to normal elective replacement indicator (eri). During procedure, out of range, low pacing impedance was noted on the right atrial lead. The right atrial lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.